Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the footswitch was tested and confirmed that it was not responding. The inoperative footswitch was replaced and a new footswitch was installed. The new footswitch was tested and it worked properly when depressed. The system then passed the system checkout and was found to be fully functional. The footswitch was returned to the manufacturer for analysis. Analysis found that the returned footswitch had a short in the connector causing the seitch to always be in the "on" position. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that while registering when the site pressed the footswitch to start registering, it worked normally. Then they let go to finish the registration points, but the system continued to collect points as if the pedal was being pressed. They swapped footswitches and the system registered as normal. The surgery was completed with navigation and there was no impact on patient outcome.